Manufacturer narrative:
The device was returned for evaluation. Complaint of short circuiting could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or shorting out. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Defective video cable or ccu are possible causes for blank image. No containment or corrective actions are recommended at this time.

Event description:
The customer has made a report of short circuiting. It is unknown if this malfunction took place during a procedure. There was no report of patient or user injury.